Event description:
Echelon flex60 long articulating endoscopic linear cutter would not fire. Surgeon squeezed handle and staples did not fire. Opened jaws and removed from bowel. Instrument handed off field with staple reload remaining in the device. Another echelon flex 60 opened and another reload opened. Worked without incident. No harm to patient. Manufacturer response for long articulating endoscopic linear cutter, echelon flex 60 (per site reporter): sales rep contacted. Reporter is not aware of response.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: long articulating endoscopic linear cutter.

Event description:
Echelon flex60 long articulating endoscopic linear cutter would not fire. Surgeon squeezed handle and staples did not fire. Opened jaws and removed from bowel. Instrument handed off field with staple reload remaining in the device. Another echelon flex 60 opened and another reload opened. Worked without incident. No harm to patient. Manufacturer response for long articulating endoscopic linear cutter, echelon flex 60 (per site reporter). Sales rep contacted. Reporter is not aware of response.